Event description:
A small sliver metal broke off a cup impactor handle and went into the surgeon's hand. He removed it, and continued with surgery with a new handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.